Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display, kept going through cycles of alarms and had a count down. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and stopped working. The customer stated that the insulin pump was damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump had normal operating currents and no unexpected off no power, low battery or lost battery alarms or flashing display, full segments display, blank display or numbers counting down noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.